Event description:
According to the event description: "in ICU - at 2000 pt was prescribed keppra 500mg to be given IV. Dose added to burette and programmed into pump. At the end of the 15 minutes when infusion "finished" there was still 30mls left in burette. All clamps checked and they were appropriate (no more fluid entering into the burette from above bag of saline). Pump then programmed to deliver the 30mls. After this was "delivered" there was still 15 mls left in burette. Giving set then removed from pump 1 and put into pump 2. The 15 mls then programmed to be delivered which it was. Then at approximately 3am patient's bp low. Pt ordered 250ml stat bolus and then the remaining 750 to be given over an hour. The 1l bag of saline was put on the"b" line of the giving set. After the full delivery of the entire 1l bag there was still approximately 250ml left in the saline bag (the entire 1l had not been delivered). The pump was then programmed to deliver the remaining 250ml. After this had been delivered there still remained approximately 100ml in bag. This was then programmed to be delivered. In the morning the equipment nurse was notified and pumps and giving sets given to her. Failed to deliver the critical medication."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: the customer reported the incident date as 2025-05-12. Due to the lack of a precise error description, the history could not be analyzed extensively. No anomalies could be detected. Visual inspection: the cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. No visible damage are to locate. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,39 bar (should be: 0,1-0,7 bar), pressure stage 9: 1,11 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,97 bar (should be: 1,8-2,5 bar), pmin: 1,71 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,87 bar (should be: >1,2 bar). The device matches the required values and standards. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,37% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within our specification. Disassembly: the device was disassembled for internal inspection. Although the interior was found to be dirty, no visible damage was identified. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.